Manufacturer narrative:
The reported event of twisted lead was confirmed. The extension was received incomplete with only the terminal end lead segment (49.3cm) being returned. The extension header was missing. The extension was cut due to the explant procedure. The lead was twisted in a corkscrew fashion consistent with being twiddled. Microscopic inspection of the extension revealed the outer tubing was breached, and channels 3 and 4 wire were broken and protruding from the lead body 10.75cm distal to the terminal end. The reported event of erosion cannot be confirmed through product analysis testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02006. During a procedure to replace the patient's ipg, twisting of the patient's extensions was discovered which was causing erosion to the patient. Surgical intervention was undertaken in which the extensions were explanted and replaced to address the issue.